Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level of 636 mg/dl. Customer was treated with unspecified fluids and the infusion set was changed. The customer was released from the ER the following day with no permanent damage. The cause of the reported issue was unknown. Recommendation was made to discuss diabetes management with a health care professional.